Manufacturer narrative:
Please reference related manufacturer report nos: 2015691-2024-00388, 2015691-2024-00385, and 2015691-2024-00386.

Event description:
As reported by the edwards european affiliate, a review of the medical article, ''clinical outcomes following single access transfemoral transcatheter aortic valve implantation'' was performed. The following event was identified as pertaining to an edwards device: one (1) patient with an unknown sapien valve presented with left ventricular wire perforation and tamponade during the procedure, which required pericardiocentesis. The objective of this study is to determine the feasibility and safety of single access tavi, a novel, and minimalist technique.

Manufacturer narrative:
The implanted valve model and size is unknown. Possible valve used - edwards sapien 3 transcatheter heart valve - PMA p140031 or edwards sapien 3 ultra transcatheter heart valve - PMA p140031.this is one of four manufacturer reports being submitted for this case.citation: aroney, nicholas p., et al. ''Clinical outcomes following single access transfemoral transcatheter aortic valve implantation.'' Catheterization and cardiovascular interventions 100.2 (2022): 227-232.per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. There are several potential etiologies for ventricular perforation during a thv procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead.physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation.in this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided, the cause of the ventricular perforation is unknown but may be related to the mechanisms above . A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time.the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented aspart of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Not returned for evaluation.